Event description:
It was reported that the pump alarmed upstream occlusion. The pump was infusing but sometime during the infusion developed another upstream occlusion. The issue occurred multiple times. Not critical to patient but a delay in pain relief. There were a patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.